Event description:
The lay user/patient contacted lifescan (lfs) on december 12,2006 alleging high readings on her one touch ultra meter. Since december 11, 2006, the patient felt that the meter showed elevated readings. The patient tested her blood glucose in 2006 around lunch; however, result was not provided. She forgot to test three hours later and ended up testing 6 hours later. At that time, she experienced symptoms of low blood glucose (shaky, trembling and weak); therefore, she tested her blood glucose and obtained a 130 mg/dl on the lfs meter at 6:30 pm. Since she felt low, she tested on another meter and obtained a 59 mg/dl. The time difference between the results was less than 10 minutes. She then treated herself with food. She did not contact her physician or seek any medical attention due to the discrepancy with the readings. The patient used the same puncture area for the reading of 130 mg/dl and 59 mg/dl. She ran a quality control test twice on the subject meter and it fell out of range. The control solution was opened more than three months. Using solution that had been opened longer than 3 months can lead to false results when running a control solution test. Since then, she has tested using her back up meter. The patient has had the subject meter since july 2006. The patient had been cleaning her meter either with soap and water or purell. The test strips are in good condition and not expired. Customer care advocate (cca) sent the patient a replacement meter, strips and control solution. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event and whether she felt better after eating. Based on statistical methodology, the calculated difference of these glucose results (130 mg/dl and 59 mg/dl) exceeds the expected value of <=30%. The complaint is being reported because the patient alleged high readings for one day and experienced a hypoglycemic episode in 2006. During the hypoglycemic episode, he obtained a 130 mg/dl on the lfs meter and a 59 mg/dl on another meter.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.